Event description:
The customer reported erroneous elevated blood urea nitrogen (bunm) results were obtained for fifteen patients while using unicel dxc 800 synchron system. Erroneous test results were reported out of the laboratory; however the physician questioned the results and the patient samples were rerun. Results within the normal reference range were obtained upon repeat testing. The laboratory indicated that there were no patient consequences because the bunm results were not consistent with the creatinine (cerm) results. In addition other chemistries were run for these patients and those results were not affected by this issue. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
No sample information is available. No sample issues were noted for these specific samples. No system issues were noted and quality control (qc) was not affected. By the time the incorrect results had been questioned by physicians, the bunm module was operating appropriately. The customer ran a precision run of bunm after the incident and results were good. Customer says they had service in to check the module and the fse could not find any issue with the module. The customer indicated that they get gel separator tubes with insufficient serum levels because the power processor removes aliquots for testing on other analytes. The field service engineer (fse) was dispatched and checked the bunm module but did not find any hardware issues. Service indicated the issue may have been associated with a clot or some gel that temporarily blocked the cup drain and then got dissolved. Automation service is working with the customer to adjust the amount of aliquot the power processor removes. No clear root cause for this event has been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.